Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 23166 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for two applications. However, the catheter usage date recorded on the smart chip (B)(6) 2025 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). During the electrical testing using an aet (automatic electrical tester), test 5 - pin was found to be out of specification. The measured value of impedance was 0 mohms and it failed the test. During the electrical testing using an aet, test 6 - pin was found to be out of specification. The measured value of impedance was 0.000408 mohms and it failed the test. During inspection of the shaft segment, damage to the insulation of both the thermocouple wire and the leak detection wire was identified approximately 4.2 inches from the catheter tip. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.9 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported "blood in the catheter" issue was not confirmed through visual inspection but the system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection." Was confirm through testing. The catheter failed the returned product inspection due to damaged insulation of both the thermocouple wire and the leak detection wire and the guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was blood in the catheter during a cardiac ablation procedure. The balloon catheter was replaced by a medtronic product. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.